Event description:
Stryker inspace balloon implant placed during left shoulder arthroscopy on (B)(6) 2024 due to an acute injury sustained in (B)(6) 2024. Initially the patient did well until 3 weeks post surgery when the patient developed worsening pain in the left shoulder requiring two emergency department visits on (B)(6) 2024. CT left upper extremity (B)(6) 2024 revealed large enhancing shoulder joint effusion. Left shoulder joint aspirated on (B)(6) 2024. Cell count showed a left shift with 93.6% polymorphonuclear cells. Patient was scheduled for left shoulder arthroscopic debridement on (B)(6) 2024. Upon entry into the joint the balloon was present over the posterior inferior portion of the joint capsule with what appeared to be a decompressed appearance. The balloon was removed and appeared to be in one piece. The balloon was sent to pathology. Gross description as follows: 5.5 cm in diameter clear to translucent flattened sac-like device of probable plastic resembling a therapeutic device. This is received filled with approximately 0.5 cc of amber hazy fluid. Upon careful exam no punctures or tears were grossly visible. Upon careful palpation of the entire surface of this device air bubbles and fluid were discharged at an approximately 0.2 cm area of the probable seam of this device. This palpation was repeated three times with identical results. No other areas of leakage were noted. Gross description by pathology (B)(6) 2024. Mfg part no.: 0131 (spacer, humeral inspace, medium implant).